Event description:
A reporter called to submit a complaint about the covid-19 test kits. She said, she received free test kits from the government. When she was trying to use the test kits she encountered problems. She said the first one, did not have enough fluids, when it is supposed to have 4 drops, it only has 3 drops. The next two have design flaws. The test (t) and control (c) should be reversed. She said this defect will deliver wrong results. She said it did not matter for her because she is positive with covid-19 virus. She is suggesting the product should be recalled. Ref reports: mw5162563, mw5162564.